Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 4 of 5 on the home choice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and instructed the hp to recycle the machine. The tsr informed the hp to use a manual bag. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. Per the hp, she did not recall the alarm or disconnecting from the set. The hp stated she did not recall following up with the peritoneal dialysis nurse (pdn) for any alarms. The hp stated she was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because, the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. No issues identified with the product labeling that would contribute to the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.